Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that when they were riding their mower they turn off their implantable neurostimulator (ins) but still experienced "vibrations" almost like a shock. They stated that it only happened when they are on the mower. The patient felt normal, comfortable stimulation at the time of report. There were no falls or trauma reported related to the issue. The patient was going to follow up with their healthcare professional (hcp). The indication for use for the implanted device was noted as spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Event description:
Follow up information received from the patient reported that they were turning the wrong device off. It was noted that it worked fine now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.